Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/21/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/09/2014 with the following findings: the loss of prime warning associated with non-zero low force observed in the black box. ¿ezprime¿ steps were successfully completed. The pump was exercised for 24hrs; no loss of primes were duplicated during this time. The force sensor calibration check showed the pump is not detecting the correct force. The solder connections are intact and force sensor pins are correctly seated. No evidence of contamination or cracked traces observed. The force sensor resistance was found to be in specifications. The complaint was verified in the black box but was not duplicated during the investigation.